Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers powered off by itself. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control for further evaluation. Physio evaluated the device but could not reproduce the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.  A cause of the reported issue could not be determined.